Event description:
Facility reported a pump that failed with a malfunction code 18 during an infusion. The pump was programmed in an auto-ramp mode to infuse 1480ml of tpn over 12 hrs including 1 hr up and down ramps. The infusion was started at 7:53 pm in 2002 and the malfunction occurred at 7:24am the next day. The facility also reports that only 100ml of the tpn appeared to have been infused prior to the failure. The facility reported that there was no pt injury or medical intervention involved with this report. The facility was not willing to share details regarding the pt's age, weight, sex or a specific identifier.